Event description:
Caller alleged that the following blood glucose results were obtained using the inform system, in less than 10 minutes apart: (B)(6) 2013 11:11 am 342 mg/dl (B)(6) 2013 11:13 am 55 mg/dl (B)(6) 2013 11:15 am 249 mg/dl. No death or serious injury reported. Caller was not aware of any treatment given at this time. Requested return of the alleged strips for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.